Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the patient's charging system is unable to locate the ipg. It was also reported that the patient has lost 80 pounds since the scs system was implanted and the ipg is now shallow. A spacer kit and replacement charging system did not resolve this issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.